Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device is shutting down randomly. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device is shutting down randomly. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and the reported issue was able to be verified and was able to be duplicated. It was determined that the cause of the issue was worn battery pins. The battery pins were replaced to solve the issue. After completing other unrelated repairs, the device passed functional and performance testing and was returned to the customer.